Event description:
It was reported, when using the camera head's laser, you get shutter flash. Shutter lines can be seen on the monitor. The issue occurred during a therapeutic holmium laser enucleation of the prostate and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus and the customer allegation could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, when using the camera head's laser, you get shutter flash. Shutter lines can be seen on the monitor. The issue occurred during a therapeutic holmium laser enucleation of the prostate and was completed using a similar device. There were no reports of patient harm.